Event description:
On (B)(6) 2025 the patient (new to ilet, started 2 days ago) reported a blood glucose (bg) of 295 mg/dl and asked how to give more insulin. The agent explained corrections are being delivered. Patient ate dinner 2.5 hours prior. Using steel infusion set (changed); bg was stable until dinner. Patient expressed frustration, wanting to remove ilet. Agent explained pump is still in learning phase and will adjust insulin needs (e.g., more for dinner in future) and reinforced that bg fluctuations are expected early on. The patient experienced irritability and sweating. No medical interventions required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.